Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose due to her insulin pump is not delivering correctly. He stated that he programmed 12.0 units and the insulin pump did not delivered a bolus. Nothing further was reported.